Event description:
Philips received a complaint from customer biomed, reporting a primary alarm failure on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme reported when the unit was powered on in ventilation mode, there was a check vent primary alarm failed. The codes: 1102 (primary alarm failed), 5021 (speaker test) on the power side were verified in the significant log. The rse recommended replacing the power speaker. The bme reported replacement of the speaker resolved the primary alarm failure. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.